Event description:
Received info that during surgery the lead was implanted but when it was connected to the battery, impedance readings were > 4,000 ohms on numerous electrodes. Amplitude was increased to 2.5 v and pulse width to 300. Readings were rechecked several times with various parameters. Impedances were still > 4,000 ohms. The physician elected to try a new ins. Once the ins was connected and checked, impedances were still > 4,000 ohms on several electrodes. Physician did not want to change the lead, so the pt was programmed on the leads with normal impedances. In the recovery room the impedances were checked again and all were within normal range. Pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.